Event description:
The customer stated that his blood glucose readings had been erratic. He received a reading of 70 mg/dl. He retested and received a reading of 400 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. While troubleshooting, the customer received a normal control test result of 38 mg/dl. The range is 88-122 mg/dl. The customer did not allege any adverse events due to the readings. The customer did not have any strips, so no product is available for return.